Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that three mini visions and one xience v were implanted in 2008. Post dilatation was performed with another company's balloon. Patient was compliant with plavix regimen; however, on a week later, the pt returned with thrombus, which was treated with ballooning. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the instructions for use (IFU), is a known risk associated with coronary stenting. Hospitalization is listed in risk assessment as a no-fault post-procedure complication. As there was no reported device malfunction, there does not appear to be any indications of a stent delivery system quality problem; however, a conclusive root cause for the reported pt issues, and the relationship to the device, if any, cannot be determined. The additional two mini visions mentioned are being filed under the same MFR number. The xience v stent is being filed under MFR number 2024168-2008-01342.